Manufacturer narrative:
(B) (4): eval, results and conclusion- (areas of calcification in the aorta).

Event description:
A talent abdominal stent graft was implanted in a pt for the endovascular treatment of a 4.3 cm abdominal aortic aneurysm and bilateral iliac aneurysms which were 4 cm and 3 cm in diameter. The aorta had some areas of calcification. It was reported that the bifurcated stent graft was implanted mainly to treat the iliac aneurysms. The unsupported stent segment of the talent bifurcated stent graft became compromised by an area of calcification; however, there was no kinking. There was still blood flow beyond the unsupported segment and the decision was made to reline the ipsilateral limb with an aneurx limb, which successfully resolved the compromised blood flow. No additional clinical sequelae were reported and the pt is stable and may require dialysis.